Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to loss of capture and low out of range pacing impedance measurement measuring less than 200 ohms. No additional adverse patient effects were reported.